Event description:
It was reported that during interrogation there appeared to be an atrial tachycardia/atrial fibrillation (at/af) episode in progress; however, it was determined that the patient was in sinus rhythm. The device was re-interrogated and the at/af episode ended. There were three episodes recorded as induced ventricular tachycardia (vt) monitored, induced at/af, and induced supraventricular tachycardia - atrial fibrillation (svt-af). The patient did not experience any symptoms during the initial interrogation when the episodes were recorded. The physician was unable to reproduce the occurrence and felt the episodes appeared to be artifact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 4592-53 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.